Event description:
The customer reports that an infant death occurred in 2005, and that the parents are seeking legal assistance. However, there is no allegation in this case related to philips, or the product.

Manufacturer narrative:
Based on the available information, there was an infant death in this case. The plaintiff's infant son died few days after his birth (2005), due to damage from a hypoxic event during labor and delivery. The case was filed in 2007. Plaintiffs claim that the ob-gyn and nursing staff at the hospital were negligent, and did not meet the standard care, causing the infant's death. It is alleged that the medical staff was monitoring the mother, but not the baby. It has not been alleged that hp m1350b 50xm series fetal monitor malfunctioned. We will consider this as a factor, because the patient and lawyers alleged that the clinicians were not monitoring the fetus, and that this was a factor in the death. Other than the initial allegation, we have no supporting data or data that is inconsistent with the allegation. Philips is in the process of obtaining additional information regarding this event, and the complaint is still under investigation. A final report will be submitted once the investigation is completed.